Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the device would not interrogate, and it was also noted that it failed its uplink test. The cable was replaced to resolve.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was unable to interrogate devices. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.